Event description:
It was reported that following a uterine artery embolization (uae) procedure, an angio-seal was used. Shortly, after the procedure while at home the patient's lymph nodes became inflamed, and the patient was placed on an anti-biotic, type and dose unknown. The patient experienced an allergic reaction to the anti-biotic and has since recovered. Two months after the uae, the patient saw her primary care physician because the groin area near the puncture site is slightly swollen and has an allergic reactive-like appearance. The physician stated this looked like a reactive process. The patient requested the angio-seal component make up to be provided to the primary care physician. This was done.

Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause of the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e. Collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal device instructions for use (IFU) also states the safety and effectiveness of the angio-seal device has not been established in patients that have known allergies to beef products, collagen, and or collagen products, or polyglycolic or polylactic acid polymers.